Manufacturer narrative:
A philips customer project manager (cpm) spoke with the customer onsite to evaluate the device in question. The cpm indicated during an evaluation of the system the customer made a network change without making additional changes to the piic ix system. The cpm updated the system configuration after discussion with the customer to resolve their issue.

Event description:
Philips received a complaint on the patient information center ix system indicating the system shows the wrong configuration of the dhcp server. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported a problem with the telemetry systems related to the wrong configuration of the dhcp server. It is unknown if the device was in use at time of event, and there was no adverse event reported.